Event description:
This was a recalled lead for a bi v ICD that was taken out of a patient and replaced with another lead from the same company. During the procedure the lead in question was found to not have any of the contributing affects that is mentioned in the recall. But the lead was taken out of the patient... The lead in the recall is known for marked externalized conductors on the rv lead between the proximal coil and distal coil.what was the original intended procedure?known lead revision and generator change out.